Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
The lawyer of the patient reported that the patient underwent a left hip prosthesis implant surgery with abgii mod and in 2014 started with the follow-up requested.